Event description:
Waveform from previous patient still on viridia computer, patient was discharged the previous day 07/29/2005 at 1700 hrs. New patient was admitted to bed, alarm was generated, nurse found new admit name on alarm review, no data availabe but with the previous day's date of 07/29/2005 at 16:35:19 hours.the nurse had gone into wave review and found ECG waveforms from the previous day with the date of 07/20/2005 at 16:34:17 with new pt's name on strip. Nurse had saved as much information as possible. Biomed responded and performed a backup log unit. Contacted philips medical on 08/01/2005 at 10:25 a.m. To report incident with their application specialist and to have them report to their regulatory staff.